Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead is oversensing due to some of the noise on the ventricular channel even when programmed to 1mv sensitivity. No patient complications have been reported as a result of this event.